Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of the device image found the device went into backup mode due to reset errors. The cause of the reset was determined by the integrated circuit supplier to be an integrated circuit anomaly. Failure event observed during analysis. Final analysis found a patient notifier anomaly. The patient notifier was unable to vibrate during testing. The cause was found to be due to an anomalous patient notifier.

Event description:
It was reported that a patient presented in clinic for a follow-up appointment. The patient's implantable cardioverter defibrillator (ICD) was found in back-up mode due to an magnetic resonance imaging (MRI) scan. The patient was asymptomatic. The ICD was explanted and replaced. The patient was stable throughout procedure.